Event description:
It was reported that the patient presented for normal eri device change-out. During induction testing the device failed to convert the patient. The patient was rescued with external defib. Device went into backup vvi mode. While in bvvi, the patient had diaphragmatic stimulation. Lead anomaly suspected. System was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.